Event description:
Pt reports after removal of the steri-strips the wound remained open and was draining. Dr put pt on antibiotics. Pt opines they are allergic to vicryl. Pt is spitting suture. Re-op reported as being performed in 2004.